Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported air-in-line alarm was not reproduced. A review of the event history log (ehl) revealed air-in-line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor readings out of specification. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an air-in-line alarm that occurred in the biomedical service department. There was no patient involvement. No additional information is available.